Event description:
On (B)(6) 2023, czmi became aware that on (B)(6) 2023, a user in germany had received an alleged electric shock while operating the cirrus 6000 power table. It was communicated that upon receiving the shock, the user briefly had a pain in her finger and for the rest of the day there was a tingling in her fingertip. There was no injury reported and no medical intervention performed.

Manufacturer narrative:
The root cause for this reported issue is unknown. However, no malfunction was identified with this power table upon investigation. Description of changes: field d9: returned to manufacturer checkbox selected. Date returned to manufacturer updated to "05/09/2023". Field g3: date received by manufacturer updated to "05/11/2023". Field g6: updated type of report to "follow-up". Updated follow-up number to "1". Field h2: selected "correction," "additional information", and "device evaluation". Field h3: updated device evaluated by manufacturer to "yes". Evaluation summary attached checkbox selected. Field h6: updated component code to "4755". Added "10" to existing list of type of investigation. Updated investigation findings to "213". Updated investigation conclusion to "67". Field h10: added narrative and description of changes.